Event description:
It was reported to medical records on (B)(6) 2010 that the patient stated his physician messed up his operation with this device. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).